Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused stenosis, perforation and tilting. The patient reported becoming aware of the reported events approximately fourteen years eight months post implant. The patient also reports in experiencing four blood clots in the heart approximately four- or five-years post implant and bleeding out of the eye. The indication for the filter placement and pertinent medical records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and clotting within the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Eye bleeding also does not represent a device malfunction and may be related to patient or pharmacological factors. Without procedural films for review, the reported events could not be confirmed or further clarified. Stenosis is an abnormal narrowing in a blood vessel and does not represent a device malfunction. Ivc filter tilt has been associated with practitioner technique and/or the anatomy of the vessel, specifically asymmetry and tortuosity. The IFU notes vessel damage such as intimal tears and perforation as a long-term and procedural complication related to ivc filters. Without post-placement imaging and the limited information provided, the report of organ perforation could not be confirmed or further clarified, nor a relationship between the device and the event be drawn. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, stenosis, perforation, tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Aware date: 23-july-2021. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 14 years 8 months post implantation. The patient reports, perforation of filter strut(s) outside the ivc and tilt. The patient also reports in 2010 or 2011 four blood clots in heart and bleeding out of eye.